Event description:
Ureteral stent with pusher was inserted over a guide wire by physician. Ureteral stent advanced to proper position with the pusher, physician went to remove the pusher and noticed when the pusher come out that the radiopaque marker come off the pusher and was still in the kidney. No known injury to pt.